Event description:
On (B)(6), 2015, this patient underwent endovascular treatment for an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. It was reported that the patient had an unknown endoleak for a unspecified period of time. On an unknown date, the physician performed coil embolization, thinking the endoleak may have been a type ii. On (B)(6) 2022, a distal type I endoleak from a contralateral leg component was discovered on follow up. The cause of the endoleak was disease progression into the iliac artery. On (B)(6) 2022, a reintervention was performed whereby two contralateral leg components (plc141400/(B)(4); plc141200/(B)(4)) were implanted to treat the distal type I endoleak, and coil embolization of the internal iliac artery was performed, as it was now covered by the contralateral leg components. The endoleak was resolved and the patient tolerated the procedure.

Manufacturer narrative:
Corrected g1. Added g3/g4, h1/h2 and h6.